Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up of this device the device could not be interrogated and the programmer showed a message that the device should be replaced. The device was explanted and will be returned. No additional adverse patient effects were reported.